Manufacturer narrative:
The 12mm, 2.5mm diameter locking screw (1405-1012) is provided to customers within a sterile kit (sk-12) and marked single use. The UDI referenced is for the sterile kit, sk-12, that the product is distributed within. The device was not returned to the manufacturer for evaluation as it was discarded. The DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported. The product identification necessary to review the manufacturing history was not provided. The root cause of the revision is related to the screw backing out of the plate, which was most likely a result of the screw not being properly seated during original implantation. The analysis is based on feedback collected from the surgeon at the time the event was reported. Further investigation is in process. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that a patient underwent a lapidus procedure on (B)(6) 2016. Subsequently, the patient was revised on (B)(6) 2016 due one of the screws backing out of the plate. The screw (1405-1012) was removed and another screw (1405-1012) was implanted. The explanted device was discarded. No other devices were removed during the revision surgery, however the surgeon noted that the screw that had been placed to bridge the space between the 1st and 2nd metatarsal during a lapidus procedure, had broken. The broken screw was not explanted. The broken screw was captured on MDR 3011623994-2016-00005 that is submitted simultaneously.